Event description:
It was reported to boston scientific corp that a rotatable snare was used during a polypectomy procedure within the large intestine on (B)(6) 2009. According to the complainant, during the procedure, after the snare loop was secured around the polyp, the physician was unable to close the snare; the complainant noted that a high level of resistance was felt at the handle. The procedure was completed with another rotatable snare. There were no pt complications reported as a result of this event. The pt's condition at the conclusion of the procedure was reported to be stable.

Manufacturer narrative:
Although the device has been received by the MFR, a failure analysis has not yet been completed. Upon receipt of the failure analysis, if there is any further relevant info from that review, a supplemental medwatch will be filed. (B)(4).